Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was selected for hemodynamic support, was prepped, inserted, and initiated without issue. The percutaneous coronary intervention procedure was successful. Upon removal of the impella device, a thrombus was identified on the tip of the impella within the iliac artery. Intervention in the form of a thrombectomy was performed to remove the thrombus. The patient was monitored for 3 additional days and discharged without further issue.